Manufacturer narrative:
H3: analysis of the 37761 desktop charger (dtc) (s/n# (B)(6) revealed that there were bent/broken connector pins at the end of cable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient's representative regarding an external device. The caller had a damaged desktop charger connector pin which they noticed within the last month and a half. Caller mentioned this is the 3rd time the connector pin has broken. Caller also reported a damaged recharger antenna cord which they noticed about a week and a half ago. Caller spoke to manufacturer representative  3-4 days ago and was told to call patient services for a wireless recharging unit. Agent sent an email to the field for further assistance. Emailed replacement request for recharger antenna and dtc to repair. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37791, serial/lot #: unknown, ubd: , UDI#: ; product ID: 37761, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.